Event description:
The recipient who was out shopping noted "check" light and alarm tone from controller, and noted that pump sounds had stopped. He was not carrying a backup controller. (Note the recipient's guide advises: "always carry an extra controller and two power packs.") Recipient returned home and replaced the controller. Pump sounds were normal and there were no further alarms. Follow-up at hospital confirmed normal system operation, no further alarms, and no clinical adverse events. Recipient was observed for 20 hours in hospital, then returned home.